Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C69253- invalid) for female sterilisation. The patient had a medical history of chronic salpingitis, colitis, hypertension, depression, paratubal cyst, dyspareunia, pelvic pain and dysmenorrhea. The patient had a family history of cancer, cesarean section and hypertension. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy w/ bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: negative; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no pathologic alteration of endocervix or ectocervix. No viral dysplasia or malignancy identified. Endometrium: secretory phase endometrium; no atypical hyperplasia or malignancy identified. Myometrium: no pathologic alteration. No pathologic alteration of bilateral fallopian tubes; simple paratubal cyst on left fallopian tube. Specimen(s) submitted: uterus w/o cervix w/ ovary & tubes (w/ no dysplasia) , w/bilateral tubes clinical history: preop diagnosis:cyst of ovary,unspecified laterality,dysmenorrhea,other specified dyspareunia,chronic salpingitis,pelvic pain [pathology test] on (B)(6) 2017: negative; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no pathologic alteration of endocervix or ectocervix. No viral dysplasia or malignancy identified. Endometrium: secretory phase endometrium; no atypical hyperplasia or malignancy identified. Myometrium: no pathologic alteration. No pathologic alteration of bilateral fallopian tubes; simple paratubal cyst on left fallopian tube. Specimen(s) submitted: uterus w/o cervix w/ ovary & tubes (w/ no dysplasia) , w/bilateral tubes clinical history: preop diagnosis:cyst of ovary,unspecified laterality,dysmenorrhea,other specified dyspareunia,chronic salpingitis,pelvic pain. Lot c69253 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C69253) for female sterilisation. The patient had a medical history of chronic salpingitis, colitis, hypertension, depression, paratubal cyst, dyspareunia, pelvic pain and dysmenorrhea. The patient had a family history of cancer, cesarean section and hypertension. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy w/ bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: negative; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: no pathologic alteration of endocervix or ectocervix. No viral dysplasia or malignancy identified. -endometrium: secretory phase endometrium; no atypical hyperplasia or malignancy identified. -myometrium: no pathologic alteration. -no pathologic alteration of bilateral fallopian tubes; simple paratubal cyst on left fallopian tube. Specimen(s) submitted: uterus w/o cervix w/ ovary & tubes (w/ no dysplasia) , w/bilateral tubes clinical history: preop diagnosis:cyst of ovary,unspecified laterality,dysmenorrhea,other specified dyspareunia,chronic salpingitis,pelvic pain [pathology test] on (B)(6) 2017: negative; on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: no pathologic alteration of endocervix or ectocervix. No viral dysplasia or malignancy identified. -endometrium: secretory phase endometrium; no atypical hyperplasia or malignancy identified. -myometrium: no pathologic alteration. -no pathologic alteration of bilateral fallopian tubes; simple paratubal cyst on left fallopian tube. Specimen(s) submitted: uterus w/o cervix w/ ovary & tubes (w/ no dysplasia) , w/bilateral tubes clinical history: preop diagnosis:cyst of ovary, unspecified laterality,dysmenorrhea,other specified dyspareunia,chronic salpingitis, pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.